Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2016-03208 and 2134265-2016-03207. It was reported that automatic pullback failure occurred. An opticross imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. During pullback, an overload error was indicated and pullback stopped. The physician made several attempts to resolve the issue, however, it was not resolved. The procedure was completed with another opticross imaging catheter. No patient complications reported and the patient status is good.